Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the right ventricular lead was explanted and replaced. Patient condition was stable.